Manufacturer narrative:
Ge service rep performed an on site investigation. The fuses were checked. Also, the boards and connections were reseated. The system was tested and found to be working as intended, and put back into service.

Event description:
Customer reported the system displayed a blank image while attempting fluoroscopy. No patient injury was reported.